Manufacturer narrative:
The reported problem could not be duplicated during testing. The frequency of death or serious injury reports for code 102 (overdelivery) for the product is approx. 2.84/million sets.

Event description:
The pump was received by the pharmacy technician with a note stating, "dumped a whole syringe of demerol into the pt." No paperwork/incident report was received with the device. Customer has contacted the unit where the pump came from, but was told, "the proper paperwork was not completed and no info is available." He was told that there have been no reports of adverse events/no pt harm reported.